Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported prior to patient-use of the vela ventilator; the device displays transducer fault and ventilator inoperable alarms. The customer determined the most cause of the report event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The pt802 and pt800 have failed. Additional failure found, failed pt801. This issue will be internally investigated within vyaire.